Event description:
This ra lead had dislodged and when the physician went into reposition it, he decided to move it to the rv. The pt was in chronic a-fib so there was no longer a need for an atrial lead. The lead remains actively implanted in the rv. There were no adverse pt events reported. Should additional information be received, this file will be updated.